Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two months ago. The patient was being treated for a 4.8 cm in diameter abdominal aortic aneurysm. The proximal aorta measured 23 mm in diameter and 10 mm in length. The distal aorta measured 19 mm in diameter. The right iliac artery was 12 mm in diameter while the left iliac artery was 13-12 mm in diameter. The right and left femoral arteries were 10 mm in diameter. The proximal neck had moderate angulation and milk thrombus and calcification. The right and left iliac had mild calcification. On an unknown date, the patient presented with a limb occlusion. A secondary intervention was performed to remove the clot and another manufacturer's excluder limb was placed. No further information is available. No additional clinical sequelae were reported and the patient is fine. A review of the returned films pre-implant show that the distal aorta is small (17mm x 18mm) and calcified. The iliacs are tortuous and calcified bilaterally. Post implant show that the right (ipsilateral) limb is occluded distally, beginning at the flow divider. At the distal aorta, the ipsilateral limb is compressed down to approximately 5mm x 13mm. The limbs are also crossed and each twisted approximately 270 degrees from the flow divider to the aortic bifurcation. Post-secondary films show that the ipsilateral limb is now patent; the diameter of the ipsilateral limb within the distal aorta is approximately 8mm x 10mm. The small and calcified distal aorta may have contributed to the limb occlusion.

Manufacturer narrative:
(B)(4). Evaluation, method: (film evaluation). Evaluation, results: inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (small and calcified distal aorta). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (small and calcified distal aorta).